Event description:
It was reported that during a procedure the physician loosened the left ventricular (lv) port setscrew, when attempting to re-tighten the setscrew it would not engage with the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found; however, the returned device indicated a loo se/detached set screw. (B)(4).